Event description:
It has been reported to philips that the frontal images were not showing. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. There was no patient impact. A philips service engineer inspected the system onsite and confirmed that the image disks had an issue. The engineer replaced the image disks and the system was returned to use in good working order. It is advised in the instructions for use to perform a system verification test to ensure that the system is functional before use of any clinical procedure. This issue would not be likely to cause or contribute to a death or serious injury if this were to recur. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. Codes were updated based on the investigation outcome. Health impact grid was corrected.